Event description:
It was reported that the patient presented as having complete heart block with the right ventricular (rv) lead having high impedance readings for both bipolar and unipolar as well as no capture at maximum output. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.